Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began over the last couple months or longer. Patient stated they felt like they were covered on their left side but not their right side and they felt pain on their right side and it felt as the pain they had before getting the implant. Patient would notice the issue when they would start to stand or laid down that they would feel vibration on their left toe but not the right toe. Patient fell a year ago and they didn't land on their back but they didn't necessarily feel the jolts or looseness. Only half of their body or the left side was receiving stimulation. During the call agent walked patient through adjusting their stimulation. Controller was at 100% and implant was at 90%. Patient increased group a program 1 from 3.8 to 4.5 but they didn't feel anything. Patient increased group b program 1 from 1.7 to 2.5 and they felt the stimulation in their calf but the stimulation was very weak. Patient increased stimulation to 2.6 and felt stimulation in their knee. Patient mentioned something about the stimulation 'frying' down. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided national answering service phone number and reviewed role of representative. Patient also mentioned they were previously programmed by their representatives and it had been a long time since they talked to their representative. Patient asked if it was normal to feel the tingling. Patient mentioned they normally didn't feel the tingling after they were programmed. Agent redirected patient to their health care provider.

Event description:
Additional information was received from the patient. They reported that they felt stimulation effectiveness on their left side but felt a burning pain on their right side at the sacroiliac joint are while they were sleeping laying down. Patient stated that it seemed that the stimulation was only working on their left side not their right side even when increasing their numbers. The joint pain on their right continued while sleeping laying down. The healthcare provider (hcp) confirmed the leads were not loose or detached. Hcp recommended an injection in the join area that was burning. They stimulator was "rebooted" in the office by a manufacturer representative (rep). The injection worked. They also have been increasing their stimulation as instructed, part b and c for 10 days. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.